Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the transmitter did not blink when connected to the sensor. The second sensor¿s needle got stuck on a serter. The customer¿s blood glucose during the incident was 170 mg/dl. Troubleshooting was performed. It was reported that neither the needle hub nor the sensor was inside the serter. They inserted a third sensor and it had worked. Additionally, it was also noted that the customer removed the sensor and there was no cannula. The sensor will be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.